Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "retractile capsular contracture (baker grade iii/IV) on the right-side."

Event description:
Healthcare professional reported a retractile capsular contracture (baker grade iii/IV) on the right-side, discovered on imagery and confirmed at explant. Removal and replacement of the device with capsulectomy. Device has been replaced. Capsule observed in anatomical pathology exam is fibrous, non-inflammatory and without atypical finding or tumoral process.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: white calcification outer device and green mold like appearance outer device. Leak test and microscopic analysis was performed which identified: device no leak. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: no leak was observed in the device. Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported a retractile capsular contracture (baker grade iii/IV) on the right-side, discovered on imagery and confirmed at explant. Removal and replacement of the device with capsulectomy. Device has been replaced. Capsule observed in anatomical pathology exam is fibrous, non-inflammatory and without atypical finding or tumoral process.